Manufacturer narrative:
A t3 dcd prevail tapered implant was returned for inspection. A visual inspection revealed that the a piece of the fractured iunigh screw was inside of the implant. The implant was heavily gouged around the hex and part of the collar had fractured. There was noticeable wear around the internal threads. Parts of the external threads were completely rounded. The damage was most likely sustained during retrieval process. There was substantial amount of bone residue around the external threads and presence of some unconfirmed foreign/biological material around the collar. The complaint was confirmed, as the screw had fractured inside the implant and a piece of the fractured screw remained stuck in the implant. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. No device lot number for the iunihg screw was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Risk management files were reviewed for the iunihg screw and the following information was identified: global restorative hazard analysis includes following probable causes for screw fracture: ¿ torque applied during placement/seating exceeds recommended value ¿ clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage x-rays provided identified that the original implant was replaced with a new implant at the time of removal. The x-ray of the original implant did not show any signs of screw fracture. Probable causes for the complaint could not be determined.

Manufacturer narrative:
Fractured screw was not returned to manufacture but the implant (bnpt4313) was returned on april 13th, 2017.

Event description:
The dentist reported that the fractured abutment screw (iunihg) at tooth location # 8 and necessitated removal of this implant. The implant was replaced at the time of removal on (B)(6) 2017 and grafting was also done. The implant was originally placed on (B)(6) 2015.